Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of not registering cassette was not confirmed. Event log review not applicable. Service found fluid ingression during the use testing. Service replaced the downstream sensor as a precaution. The problem source is unknown.

Event description:
Information was received that the cadd prizm vip pump is not registering cassette's. No reported adverse effects.